Event description:
A voluntary MDR/medwatch report was received on 11/26/2025. It was reported that an alert/notification settings issue occurred. According to a report received via maude indicated that a continuous glucose monitor (cgm) did not provide an alert for a hypoglycemic episode. The event reportedly occurred around 10/02/2025; however, the exact date was not confirmed. Details regarding the sensor insertion date and location were not provided. No information was available on symptoms, blood glucose (bg) readings, or cgm values preceding the event. The patient stated that ¿the alarm did not go off to alert him of a hypoglycemic episode and he went into a coma.¿ the patient was transported to the emergency room and admitted for unspecified treatment. After approximately four days of hospitalization, the patient¿s condition stabilized, and he was discharged. No additional patient or event details were provided. Due diligence was not attempted as the reporter's details were not able to be identified. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5178527, mw5178528, mw5178529 diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.